Event description:
Husband is using dexcom 6. Yesterday evening the alarm signaled very low blood sugar. We pumped him up with orange juice, hard candy, etc. And glucose kept dropping. We followed instructions and glucose got to emergency level of 54. 40 can be diabetic coma. Finally, we used his finger prick test and found he was at 136 after I loaded him up with sugar. Either way, too low or too high a reading caused us to react in an inappropriate medical way. This is not the first time this device has failed horribly. We can't be the only people that have had issues. The only reason I did not call 911 was because he was not experiencing hypoglycemic symptoms. This device is expensive. I wrote to the company last time regarding the crazy readings with no response. Pharmacy replaced it. You do realize how this could kill a person right? How has this device met with food drug administration approval? Isn't that your job, to protect the public? We aren't doctors but I bet dexcom company that makes this has a high profit margin. Please look into this. People in assisted living may fall victim as we don't challenge electronics enough. Interested in seeing research that allowed this to go to market. Please point me in the correct direction to look at studies prior to public accessibility. (B)(6). I'm not sure what is required above. Patient (B)(6) date of birth (dob) (B)(6) 1953, (B)(6).